Event description:
Restenosis guarantee program. It was reported that restenosis occurred, requiring intervention. On 25-jun-2024, this 6x120, 130 cm eluvia stent was selected for use in a left lower extremity arteriogram procedure. Selective left lower extremity arteriogram showed a very high-grade stenosis at the origin of the profunda femoris. The superficial femoral artery (sfa) was essentially occluded at the origin with only a small track going to short distance and then complete occlusion below this down to below the hunter's canal in the popliteal artery. There was disease in the popliteal artery above the knee; however, the artery below the knee appeared normal. Using a 0.035 rubicon catheter and glidewire, they were able to enter the sfa and advance to the area of the hunter's canal. At the level of the hunter's canal a subintimal dissection plane was created as they were unable to get into the true lumen distally. Retrograde puncture was performed, and a 0.018 wire was passed followed by the inner core of the 4 french introducer. They passed across the popliteal artery into the sfa and were able to pull the proximal catheter back at this level and capture the retrograde wire into the 0.035 rubicon catheter from above and exteriorized this out the right femoral sheath. They then performed a complete body floss and were able to advance the 0.018 rubicon catheter over the wire from the right groin down to the anterior tibial artery distally on the left. The wire was then exchanged for a 0.009 wire and a boston scientific rotablator atherectomy device with a 2.5 mm bur, and the entire length of the sfa and popliteal artery above the knee were treated without complication. The wire was then exchanged for the v 18 into the distal anterior tibial artery and a 5 x 200 balloon was used to dilate the above-knee popliteal and left sfa. Following the serial dilatation, repeat angiogram was performed which showed dissections in the sfa as well as the popliteal artery; therefore, the balloon was replaced, and repeat dilatation was done from the above-knee popliteal through the sfa and common femoral arteries for 5 minutes in each location. Repeat angiogram showed persistent dissection through the area of the hunter's canal. Then this 6x120 eluvia drug-coated balloon was placed across the hunter's canal and then post dilated with a 5 x 200 balloon. Repeat angiogram showed the vessel to be widely patent with brisk flow distally. There were no patient complications. On (B)(6) 2024, the patient returned for follow up left lower extremity aortogram due to resting left lower extremity pain. The sfa had severe disease proximally with total occlusion. Additionally, the previously placed stent in the distal sfa and proximal popliteal artery was totally occluded. Using a 0.035 glidewire and rubicon catheter, they were able to engage the occlusion and gradually pass through the sfa and into the stent across the distal occlusion and into the below-knee popliteal artery. A v18 wire was passed into the posterior tibial artery and a bard rota rex atherectomy device was used. Multiple passes were made and follow up films showed a nice channel through the previously placed stent in the occluded vessels with no evidence of distal embolization. A 6x200 balloon was selected and passed down to the level of the knee joint. The entire above knee popliteal and sfa were serially dilated. Following this, intravascular ultrasound was performed using a boston scientific 0.018 device. The entire length of the above knee popliteal, sfa, and common femoral arteries were examined. The above knee popliteal and previously placed stent were widely patent; however, there was significant dissection above the previous stent. Therefore, this was re-dilated for 5 minutes and reexamined with arteriogram which again showed significant dissection. At that point a 6 x 120 eluvia drug-coated stent was selected, which was overlapped 1 cm with the previously placed stent and then post-dilated with a 6 x 200 balloon. Final repeat angiogram showed wide patency to the sfa and popliteal arteries and both stents were widely patent.